Manufacturer narrative:
Manufacturer¿s analysis confirmed the customer comment that the external pulse generator (epg) presented with an error code; the main printed circuit board (pcb) was out-of-specification in an electrical manner. It was also found that the lower case was warped, the hanger was cracked, both wires on the liquid crystal display (lcd) were pinched with the wires exposed, the keypad window was scratched, the encoders were rusted, two knobs were rusted, the main seal was pinched, all four encoder nuts were contaminated, and both output connector nuts were discolored. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg), originally returned due to presenting with an error code, subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.